Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reports that since the month of december, the patient has experienced fluctuating hearing. On some occasions, sounds are perceived as more uncomfortable than usual, while on other days they are reported as comfortable. She also mentions episodes in which the patient does not seem to hear adequately; however, this situation improves spontaneously without any changes being made to the programming.